Event description:
Site reported the electromagnetic board of the superdimension system, interfered with the anesthesia equipment/screens and it looked as if the pt was having an arrhythmia. Site treated the pt for an arrhythmia but realized that it was a false reading due to interference from the electromagnetic board. Site was able to complete the superdimension procedure and the pt did not experience any complications as a result of being treated for the arrhythmia.

Manufacturer narrative:
Site reported, they are aware of what contributed to the event and have successfully completed another case, without any problem.